Event description:
Pt dosed based on meter results. During the night of (B)(6) 2014, pt experienced hypoglycemia and medical assistance was needed. After recovery, pt compared ibgstar to two other meters: ibgstar 7.9, freestyle insulinx 6.2, contour 6.5 mmol/l. This incident occurred in the (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided. This event will be trended.